Event description:
Complainant alleged that during inservice training by a zoll sales representative, the device's display screen was found to be not readable. The complainant I ndicated that there was no pt involvement in the reported failure.